Event description:
Deceased was asphyxiated and found entrapped between the bed cane, bed rail and mattress. The company appears to be a medical device company with multiple products on the market. They do not appear to be registered with the FDA. The marketing materials show a much broader use than what is shown in the instructions. The product has multiple safety issues and is unstable. The misleading marketing increases the risks and misuse leading the user to think they misused the device. Dates of use: 2007. Diagnosis or reason for use: none indicated.